Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the data through latitude, and were able to confirm the premature depletion. The device will be explanted within the recommended 60 days, and will be returning for analysis. Currently, the device remains implanted. No adverse effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was showing premature battery depletion. A copy of save to disk was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption has been increasing during the past year, and is expected to continue increasing. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.